Event description:
The customer reported a no delivery alert on the insulin pump and there was no insulin. The blood glucose reading was not given. The patient declined to troubleshoot. The customer was advised to call her physician. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.